Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation mmdg was unable to replicate or confirm the complaint. A DHR review was also completed where no non-conformances were found.

Event description:
The initial reporter stated that they noticed a leak in the tubing where it exited the pump. Mmdg followed up with the initial reporter and they stated that they were able to reproduce the leak, but they did not provide any additional patient information. (B)(4).